Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call hospitalization. Customer's blood glucose level was unknown and they were found barely conscious. Customer treated their high blood glucose via manual injection for the past month. The insulin pump will not be returned for analysis.